Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The patient had multiple holter monitor reports that showed p waves with no paced qrs. The patient is pacing dependent and was symptomatic at the same times as the holter findings. Pocket manipulation and isometric were performed on multiple office visits without reproduction. The physician suspected a software issue with the device. The device was explanted and replaced. A new rv lead was implanted and was plugged into the rv port of the new device and the chronic rv lead remains in use and was plugged into the left ventricular port with simultaneous pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had a connector issue. Visual examination of the connector noted blood ingress/body fluid, and some of the multi-beam contacts in the ventricular port appeared to be flattened. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient symptoms were chest heaviness, dizziness and near syncope.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.